Manufacturer narrative:
Date of event: estimated to be (B)(6) 2020 based on month reported. Physician did not remember date of event.

Event description:
It was reported that premature stent deployment occurred. An innova self-expanding stent was selected for use in a superficial femoral artery (sfa). During the procedure, the stent was attempted to pass up and over the iliac bifurcation to the contralateral sfa however, the stent would not cross the diseased segment, that had not been predilated. The physician clamped the guidewire, a v-18 control wire, just proximal to the delivery system and pulled the wire from the popliteal access site in an attempt to pull the stent delivery system through the lesion. This motion caused the stent to begin deploying early, resulting in the proximal portion of the innova stent deploying in the common femoral artery which was not the intended location. Physician was not sure if the safety lock was still on or not. It was reported that this event resulted in no patient complications.